Event description:
Customer alleges discrepancies between the inratio meter and the lab. Time between all tests was reported as immediate. Pt's therapeutic range is unk.

Manufacturer narrative:
Investigation pending.